Event description:
A pt report was received from FDA's medwatch program reporting the following: had intralase custom lasik complications. Chronic dry eyes, eye pain, eye ulcer and severe depression due to symptoms and I am considered a success by my eye surgeon because I can read the 20/30 vision line on the vision chart. I can't believe lasik was ever approved by the FDA. Please prevent other people from going through this hell and stop lasik now. I go back now and talk to people who told me they loved their lasik and ask them if they were aware the flap never heals and possible complications from their thinner cornea and none were aware the possible long-term effects. Eventually, this country will find out which the lasik pt population starts to age and millions of people start to suffer from long-term effects. It's a little to late to say the FDA was wrong 10 years from now when there is evidence now of the severe complications.

Manufacturer narrative:
(B)(4). Reporter, clinic and specific equipment was not provided in the report and is not known. Unable to f/u.